Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a bowel obstruction, twisted bowel, and hernia related to seprafilm. The patient underwent colorectal tumor removal surgery wherein eighteen inches of the patient¿s bowel was removed and seprafilm was applied. Three days post operatively, the patient developed a bowel obstruction, twisted bowel, and hernia. The patient underwent an emergent second unspecified surgical procedure. The patient required ten days in the hospital, and ¿was able to heal surgically.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.